Event description:
Patient called lfs in 2003 alleging the ot fasttake meter was missing segments. The display problem was first noticed in 2003. Patient did not allege any harm due to the meter. Patient was on set amount of oral medications and took the medications as usual. No changes were made based on the results. In 2003, patient reported feeling dizzy and shaking in the mid-morning, patient also had difficulty breathing for 2 weeks prior. Patient could not see the results on the fasttake due to segments issue. At around 11 am patient drank a glass of orange juice and decided to drive to the hospital. Patient went to the hospital because, "patient could no longer go on as patient was feeling really sick and having difficulty breathing." The blood sugar was tested at the hospital with result 3.4 mmol/l. Patient was admitted wtih pneumonia and bronchitis and was treated with antibiotics. This case is being reported as a malfunction since the pt tested after exhibiting symptoms of hypoglycemia, therefore the meter did not contribute to the hypoglycemia.